Manufacturer narrative:
The biomedical engineer (bme) called because the central nurse's station (cns) is intermittently rebooting 2-3 times a day. Unit was on patient use but no patient harm was reported. He is unsure if it is a power supply, motherboard, or hdd issue. After troubleshooting with the customer, nihon kohn technical support determined that the issue was with the hard drive. A new hard drive was configured and sent to the customer.

Event description:
The biomedical engineer (bme) called because the central nurse's station (cns) is intermittently rebooting 2-3 times a day.

Event description:
The biomedical engineer (bme) called because the central nurse's station (cns) is intermittently rebooting 2-3 times a day.

Manufacturer narrative:
Details of the complaint on (B)(6) 2017, (B)(6) reported the cns-9701a (mu-971ra sn:(B)(6) ) was intermittently rebooting 2-3 times a day. He was unsure if it was a power supply, motherboard, or hdd issue. Service requested troubleshooting/assistance. Service performed cusotmer was advised issue may possibly be the hdd and to try replacing it first. Customer was advised to take screen shots and document all of the settings of the device. After swapping the hard drive, the cns booted up in japanese. The hard drive was purchased years ago as a spare and was just put into use. Investigation result the device warranty began 11/01/03, which is over 14 years prior to the reported issue. There was a failure of the cns's hdd. Per cns-9701a service manual, the hard disk's expected lifespan is every 2 years and customer is recommended to periodically replace the component. Information of whether this was regularly performed by the customer is not available. A review of device sap history shows no tickets opened for hdd issues or replacement for this unit in its 14 years of service. Issues with the hdd could be detected during the performance of regular maintenance inspections every 6 months, as recommended in the cns-9701a service manual. Nk support assisted customer by sending a new configured hdd and customer was to perform replacement of the hdd internally. Procedure for replacement of the hdd is outlined in the service manual under "hard disk replacement flow" in troubleshooting section and "replacing the hard disk" in disassembly and assembly section. There were no further reported issues with the cns's hdd. The cns-9701a model was discontinued on 11/14/11 in mbg-111114 due to the introduction of cns-6201a central station. Support for the unit continued for a minimum period of seven years. The issue occurred well beyond the warranty period and product discontinuance, and toward the end of promised support period. Based on the given information, the root cause is determined to be maintenance needed. This issue is not suspected to be caused by deficient design. Device sap history shows ticket opened for the unit on 03/21/18 for an unrelated issue. This suggests the customer was able to resolve the issue and continue use of the unit. Correction: f9. Approximate age of device: incorrectly calcuated.